Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the device cut? Yes, but with a lot of difficulties. Was the cutline complete? No. Was the cutline and staple line equal in length? No. Were the staples that fired formed in the proper b form shape? Yes. Was the device difficult to open? Yes. How was the tissue damaged? Partial stapling and section beyond the staples. Please explain the damage to the tissue? Damaged tissues on many centimeters. How was the damaged tissue repaired? Staples were posed again (cut again).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? Was the cutline complete? Was the cutline and staple line equal in length? Were the staples that fired formed in the proper b form shape? Was the device difficult to open? How was the tissue damaged? Please explain the damage to the tissue? How was the damaged tissue repaired?

Event description:
It was reported that during a gastric resection procedure, the clamp was blocked twice, with partially stapled. A gold cartridge was used. The gastric tissues were damaged because the surgeon removed with difficulties the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No short cut absent cut or incomplete staple line were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.